Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode that the device indicated to be supra ventricular tachycardia (svt) and withheld therapy; however, it was questioned if the arrhythmia was a ventricular tachycardia. The patient was reported to be "symptomatic" and received an external shock for the arrhythmia. Reprogramming was performed to turn the wavelet algorithm off. The patient was indicated to have receives shocks for this arrhythmia since then. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.